Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported on (B)(6) 21 that a patient who had underwent a 23 mm trifecta¿ gt valve implant on (B)(6) 2018. The patient had been monitored during their follow- up visits and there had been no problems found. During their 2021 follow-up visit, the patient complained of chest paint and further imaging was done revealing severe aortic regurgitation. On a later date, the patient had been hospitalized with heart failure symptoms. The congestive heart failure (chf) symptoms are being managed with medication which have stabilized the patients symptoms. On (B)(6) 2021 the trifecta¿ gt valve was removed and exchanged with a 23 mm, sjm regent heart valve w/flex cuff due to the patients progressing heart failure and suspected structural valve deterioration (svd). Upon explant, two torn locations on the valve were identified. The stent post between the he right coronary cusp (rcc) and the left coronary cusp (lcc) and the stent post on the right coronary cusp. It was reported that "the origin parts of the leaflets appeared to have become torn about 2 to 4mm off from the stent posts (both locations). In the physicians opinion, the issue is due to the valve itself and not due to the patients condition as this would be the third valve with reported svd of a trifecta gt valve at this site. No additional information has been provided.

Manufacturer narrative:
Explant was reported due to aortic regurgitation. The investigation found that all three leaflets were torn. There was no inflammation or significant calcifications. X-ray examination of the stent did not show evidence of deformation, which is consistent with proper handling of the valve at the time of valve insertion. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. This review was inclusive of the final inspection videos. The manufacturing inspections and the functional testing demonstrated that at the time the valve was manufactured the valve had normal leaflet coaptation and function without evidence of stent deformation. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did not demonstrate loss of collagen at the tear site. The cause of the leaflet tear could not be conclusively determined.